Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that emergency medical services were dispatched for the customer and he was admitted to an intensive care unit in (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 600 mg/dl. The customer's blood glucose level at the time of the incident was 800 mg/dl. The customer could not treat for high blood glucose level as he was asleep when it happened. The customer's wife reported that they customer experienced nausea, vomiting and had passed out. The customer's wife could not mention about the treatment received at the hospital. They stated that the customer had been hospitalized because they were not getting insulin the whole night. The insulin pump was on auto mode at the time of the incident. The insulin pump will be and reservoir will not be returned for analysis.